Manufacturer narrative:
Product complaint (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One unopened sample that pertains to product code g121t, lot 526790 was received for analysis. Upon initial inspection of the sample, no external damages were observed on the external packet. Pictures of the product received were provided to ethicon raritan to perform a comparison with the artwork in the system. The sample was noted to be according to the manufacturing process. However, the lot number printed (526790) does not belong to the product code g121t. The batch number involved was not manufactured within ethicon brazil. Also, the packet contain a folder of product code g121t with one needle/suture combination that belongs to gut chromic suture. Besides that, a characterization was performed with the following results: the needle is sales type sh, ½ circle, silver color, (taper point). The suture belongs to diameter 4-0 gut chromic monofilament¿ and length 70cm and black color. The diversion product, counterfeit and tampering is confirmed, since the lot number printed pertains to a different product code. Ethicon product was not distributed by an affiliate authorized. The traceability report was not provided. Based on the samples received, the product is confirmed for counterfeit due to the discrepancies found in the labeling and packaging material. For the remaining product experience code, no information is available to confirm the previous ones. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - could you please provide the attachments for the products traceability information from edc and rdc? I do not know what you mean by ¿the attachments¿, but we have requested the traceability to sourcing site based upon batch numbers. How was the product purchased? With support of a third-party services provider in venezuela, contact was made with companies / individuals claiming to sell ethicon branded sutures. Subsequently, same third-party vendor acquired the products. Is there an indication of how the product was distributed? Not at this time, the intent of the investigation is to get to understand illicit trade products route. Is there any indication of the source? All suspect products batch numbers indicate products manufactured by j&j brazil and distributed to several countries in latin america, those do not include venezuela however. Based on the packaging, is there any indication of which market the original genuine product may have come from? Yes, definitely the original products come from latin america market, and colombia seems to be the most probably source as it has received / distributed the vast majority of the lots, but at this time there are no hard elements that can assure colombia as the source. Were the device used on a patient? If so, was there any patient consequence? No, none of the products have been used on a patient, those were acquired for investigative purposes only. Device return status. Please document the shipment tracking number: not applicable please provide the source or name of person providing answers to follow-up questions: (B)(6). D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. Before use on the patient, global brand protection latam team has performed a market survey in venezuela, in the city (B)(6), 10 different non-authorized and suspicious sellers. All products bought are listed below. Please open a product complaint to register the market survey, check products, batches, manufacturing and expiry dates to confirm the suspicious of counterfeit, diversion or tampering. The product was returned to ethicon for evaluation. One unopened sample that pertains to product code g121t, lot 526790 was received for analysis. Upon initial inspection of the sample, no external damages were observed on the external packet. Pictures of the product received were provided to ethicon raritan to perform a comparison with the artwork in the system. The sample was noted to be according to the manufacturing process. However, the lot number printed (526790) does not belong to the product code g121t. The batch number involved was not manufactured within ethicon brazil. Also, the packet contain a folder of product code g121t with one needle/suture combination that belongs to gut chromic suture. Besides that, a characterization was performed with the following results: the needle is sales type sh, ½ circle, silver color, (taper point). The suture belongs to diameter 4-0 gut chromic monofilament¿ and length 70cm and black color. The diversion product, counterfeit and tampering is confirmed, since the lot number printed pertains to a different product code. Ethicon product was not distributed by an affiliate authorized. The traceability report was not provided. Based on the samples received, the product is confirmed for counterfeit due to the discrepancies found in the labeling and packaging material. For the remaining product experience code, no information is available to confirm the previous ones. There were no adverse consequences reported. Additional information was requested.